Event description:
(B)(4). This device case, which does not regard an adverse event, reported by a nurse via a sales representative, regards a patient of unspecified gender, age, and origin. The patient was taking insulin lispro (humalog) for type I diabetes via a humapen memoir pen. It was reported that the humapen memoir would not dial past 90. It would flip back to zero. This humapen memoir is associated with product complaint (B)(4) / lot number 0905c02. The user of the device and the user's training status was not provided. The device duration of use was not provided. Use of the pen was discontinued, and it was returned to the manufacturer (B)(4) 2010. Update (B)(4) 2010: additional information received (B)(4) 2010, via global product complaint database. Added device specific safety summary, added device return date, updated EU/ca device fields appropriated.

Manufacturer narrative:
New, updated and corrected information is referenced. Please refer to update statement dated (B)(4) 2010. This report includes final evaluation findings. No additional information is expected. Evaluation summary the user described issues when dialing a dose on the memoir device. The user returned the actual complaint device (lot 0905c02, manufactured may 2009) for investigation. The detailed investigation identified missing segments in the dose numbers when the temperature was elevated to approximately 35 deg c. The root cause is a deficient bond between the cable and the lcd glass during assembly. The reportable malfunction missing dose number segments was confirmed and may result in an inaccurate dose of insulin. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs, 'if any part of the pen display is missing, do not use pen.' It further instructs that if the display is not working correctly to 'contact lilly at xxx-xxx-xxxx or your healthcare professional.' The investigation also determined that liquid ingress resulted in corrosion within the pen assembly causing the device to enter reset mode when dialed past 9. Malfunction confirmed. The user manual addresses reset mode and states that 'if the pen will not reset, do not use the pen. Contact lilly at xxx-xxx-xxxx or your healthcare professional. Corrective action deficient bond - a specific corrective action has not yet been implemented. However, an investigation has been initiated to evaluate different options to reduce the occurrence of deficient bonds. Corrective action liquid ingress - a corrective action has been initiated to redesign the flexible circuit board to improve the protection of the electronic connections. Improper use and storage - the type of liquid in the pen is unknown. Therefore, the malfunction cannot be attributed to improper use or storage.

Event description:
(B)(4). This device case, which does not regard an adverse event, reported by a nurse via a sales representative, regards a patient of unspecified gender, age, and origin. The patient was taking insulin lispro (humalog) for type I diabetes via a humapen memoir pen. It was reported that the humapen memoir would not dial past 90. It would flip back to zero. This humapen memoir is associated with product complaint (B)(4) / lot number 0905c02. The user of the device and the user's training status was not provided. The device duration of use was not provided. Use of the pen was discontinued, and its return was anticipated.

Manufacturer narrative:
This is an initial report. A follow-up report will be submitted when the final evaluation is completed. Complaint suggestive of reportable malfunction/near incident. Will investigate further.